Manufacturer narrative:
The returned devices were analyzed and the complaint was not confirmed. Sc-1140 sn (B)(4): the device was explanted due to an infection. The source of the infection was not determined. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-2352-50 sn (B)(4): the visual inspection revealed that the leads were cleanly cut at 46 cm from distal end and no cables are exposed. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Review of the sterilization records did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. The patient was experiencing swelling, heat, pain and rigor and felt generally unwell. The patient was administered antibiotics. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-50 serial: (B)(4) description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. The patient was experiencing swelling, heat, pain and rigor and felt generally unwell. The patient was administered antibiotics. The patient was doing well post-operatively.